Manufacturer narrative:
On 7/26/2019, mentor became aware that the patient also experienced chronic fatigue, severe headache, fibromyalgia, anxiety, trouble vision, muscular pain, brain fog, left side tingling and pain, very had breasts, a lot of pain, and for over 14 years was diagnosed with different symptoms and autoimmune. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5083750) that a female patient of unknown age who underwent an unspecified breast implantation procedure with two unspecified mentor saline breast prostheses, experienced ripping of serratus which was redone in 1997 and then calcification, hardness, sharp pain post-operatively. As a result, the patient underwent bilateral removal and replacement with two unspecified mentor saline breast prostheses on (B)(6) 1998. This medwatch form is for the left breast prosthesis.